Event description:
It was reported that during the low anterior resection procedure, the tl30 stapler misfired. The surgeon fired the instrument across the colon and some of the staples did not form correctly. Suture used to complete the procedure. No pt consquence.